Manufacturer narrative:
(B)(6) 2015 02:18 pm (gmt-4:00) added by (B)(6) ((B)(4)): maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). The device was removed from service. Repair will be performed at the repair depot in (B)(4). A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported the rotaflow drive would display a head error at power up, prior to use. (B)(4).

Manufacturer narrative:
(B)(4). The device was investigated by a maquet technician and the reported failure of "error head" could not be confirmed. Despite the performance of extended stress testing and functional tests no malfunction of the rotaflow drive could be confirmed. According to the investigation results the system was functioning accordingly to manufacturer specifications. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4).